Event description:
During robotic colon resection procedure, blade in center of vessel sealer became exposed. Davinci system recognized malfunction and alarmed immediately. Instrument removed and replaced with new instrument. Not reprocessed. No injury to patient.